Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The annular perimeter was measured at 66.7mm. Pre-dilation was performed with a 18mm non-abbott balloon. No non-uniform expansion of the device was observed. The device was implanted. The final implant depth was 3-4mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). Post-implant a mild to moderate perivalvular leak was detected. During the post-balloon aortic valvuloplasty (bav) with a non-abbott balloon, the patient went into heart block. A permanent pacemaker was implanted. Post-bav the leak went down to trace. There were no clinically significant delays in the procedure. The patient status was stable.

Manufacturer narrative:
An event of perivalvular leak and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported perivalvular leak and heart block could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.